Manufacturer narrative:
(B)(4). Date sent: 2/20/2025. D4 batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic right lower lobectomy, the right lower lobe bronchial tube was resected with gst60t at the 1st operation. The subcutaneous emphysema increased after 2 days, the re-operation was performed after 7 days because of the leak and subcutaneous emphysema¿s control. (Pulmonary fistula closure + bronchial stump closure) the lung collapse and bronchial stump fistula were suspected after 16 days; the 3rd operation was performed after 17 days. (Ews under general anesthesia) the leak stopped temporarily but the leak re-started again, and the 4th operation was performed after 29 days. (Remaining middle lobectomy + omental filling) the patient has emphysema with pulmonary fibrosis, hypertension, dyslipidemia, appendicitis (surgery history), and smoking history of 20 cigarettes x 45 years. There were three times re-operation and antibacterial and steroid treatment was used to the patient after the 4th operation. The patient had a bronchiole fistula after the 4th operation, but the patient healed naturally. There was no infection, and he is currently receiving outpatient care. There was no problem with the staple formation. The doctor's opinion is that the cause is not the stapler, but a variety of factors, including the patient's background. No further information is available.